Manufacturer narrative:
(B)(4). This lot was manufactured from april 23, 2015 to april 28, 2015. The device was received for evaluation. A visual inspection and functional leak testing were performed. No leaks, malfunctions or other abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the half day infusors connection was leaking. The leak was identified before use. The device was filled with desferrioxamine and sodium chloride. There was no patient involvement. No additional information is available.